Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24125056 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 2426-0007 and lot# 25013181 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite infusion pump was separated. The following information was received by the initial reporter with the following: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm, first infusion was caught early on and saline from primed line spilled. Second was a chemotherapy spill which was cleaned up according to our policy.